Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he could no longer drain the implant. Clinical troubleshooting revealed a clear technical defect in the pump, with the reservoir still full. A surgical procedure was performed to remove and replace the pump. No patient complications were reported.

Manufacturer narrative:
This device was returned to boston scientific. However, per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Microscope examination revealed that the pump deflation ball was misaligned and seated too far forward. The pump passed the leakage test. Functional test revealed that the pump failed the deflation tests. Based on the information available and analysis results, the reason for the mechanical issue was most likely determined to be the pump deflation ball which was misaligned and the pump failure of deflation tests; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he could no longer drain the implant. Clinical troubleshooting revealed a clear technical defect in the pump, with the reservoir still full. A surgical procedure was performed to remove and replace the pump. No patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he could no longer drain the implant. Clinical troubleshooting revealed a clear technical defect in the pump, with the reservoir still full. A surgical procedure was performed to remove and replace the pump. No patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he could no longer drain the implant. Clinical troubleshooting revealed a clear technical defect in the pump, with the reservoir still full. A surgical procedure was performed to remove and replace the pump. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant and replace this inflatable penile prosthesis (ipp) due to an unspecified product performance issue. No further details or patient complications were reported.